Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failure during the procedure. It was stated that the burner failed. The device was tested on a wet gauze prior to the procedure, and it worked as expected. They were able to use the device through about 75% of the procedure without problem, and then the power delivery to the device failed. I asked if it was possible that it simply timed out, and they said that they waited over 1 minute and attempted to re-use the device, but it still did not work. The heating element did not appear to lift or separate from the jaw. The harvester remarked that he checked the jaw after removal and noted that there was no delamination or separation. There were no additional incisions or procedures required. They did clean the jaws and re-attempt to use it, but it did not work. The procedure was completed with a new hemopro2 device. There was only minimal procedural delay (<5 minutes) during which they troubleshot all connections to the power supply and also switched out the power supply itself; when none of this worked, they opened a new hemopro 2 device and completed the procedure with the second device without problem. There were no patient effects/harm.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.